Event description:
The telemetry monitor, carescape monitor b650, was reading the patient's heart rate as 60-80¿this is extremely low for an infant. When his hear rate was auscultated, it was between 190-200.